Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event where tinfusion set tubing was kinked on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36869. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007163 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007163 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 4 on 15/may/2024 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e02020 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 12/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e02021 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 15/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformities (nc) were recorded in connection with the malfunction code reported in the complaint, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.